Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the event, the patient received a dc drain complication encountered error message during drain one of four of peritoneal dialysis therapy. The patient had drained 300 ml of an expected 1500 ml at the time of the alarm. The patient cancelled treatment and attempted to re-setup the cycler for therapy. On step three of setup, the patient received a heater bag not detected error message. During troubleshooting, it was discovered that when removing the previous set of supplies, the patient noticed fluid in the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to continue therapy without the cycler using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the leak. The patient received a replacement cycler and has continued with peritoneal dialysis therapy. Additional information was requested but was not available.